Event description:
It was reported that the dexcom g7 continuous glucose monitor (cgm) experienced intermittent communication failure with the ilet during a supply change when the user was briefly away from the pump, resulting in a short signal loss that resolved without intervention and without impact to blood glucose. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of the information provided. Investigation of this case revealed an interoperability problem between the cgm and the ilet involving the electrical and magnetic communication pathway, specifically the antenna component, consistent with intermittent communication failure. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.